Event description:
Atty alleges "in 2001 the pt had the pump removed. At that time the physician negligently and in violation of the applicable standard of care broke a portion of the pain pump referred to as the catheter and negligently and in violation of the applicable standard of care, failed to remove the broken piece and left it inside the plaintiff's body." "After may 2001, the small piece of catheter migrated up the plaintiff's spinal canal and is now lodged within an inch of the plaintiff's brain." No further info was provided by the hcp.